Event description:
It was reported that during a concha resection procedure, the tip of the device broke when wiped with gauze. Another like device was used to complete the case. There was no adverse consequence to the pt.